Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced an elevated blood glucose (bg) level of 583 mg/dl. A multiple dose injection was delivered to address bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.